Manufacturer narrative:
Investigation results visual investigation the investigator found, that the major part of the screw thread is deformed during a visual inspection. Batch history review the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Review of the complaint history revealed that there is no similar complaints against the same lot number(s). Conclusion and measures / preventive measures: the investigator assume, that the deformation was caused by screwing in the screw with a wrong angle, so that the thread scrapes on the edge of the plate (screw hole). This is the basic cause in cases like this. A material defect or a manufacturing error can be excluded. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with sc504t-quintex semiconstrained screw 4.0x18mm. According to the complaintant, the surgeron had problems to position the screws and he couldnt get the plate to sit flush with the srew in the right place and by this time the holes were too big to keep implants. He tried this with a other system from another company and he had the same issues. This prolonged the surgery for 1 hour. The patient is okay as checked with the surgeon today and no harm was done to the patient during surgery with regards to patient monitoring by the anaesthetist. Additional information was not provided nor available was not available. Additional patient information is not available. The adverse event malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00079(400496164 sc593t), 9610612-2021-00086(400496167 sc504t), involved components sc504t(quintex semiconstrained screw 4.0x18mm 52630615), sc592t(quintex semiconstrained screw 4.5x15mm 52146690), sc593t(quintex semiconstrained screw 4.5x17mm 52540356), sc522t(quintex hybrid plate 2-level 37mm 52022033), sc523t(quintex hybrid plate 2-level 40mm 52545840), sc524t(quintex hybrid plate 2-level 43mm52584226), sc593t(quintex semiconstrained screw 4.5x17mm 52023851).